Manufacturer narrative:
It was reported to abbott, a patient¿s spouse observed the message ¿replace generator soon¿ when they paired their patient controller to the ipg. They then attempted to enable MRI mode and got the message ¿MRI not advised, battery is too low." An abbott representative confirmed the battery voltage was at 2.73v which prevented MRI from being enabled. The patient needed an emergent MRI. No intervention was planned at the time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient's ipg was triggering the elective replacement indicator on their programmer. The patient noted being unable to enter MRI mode due to the ipg battery being too low. Surgical intervention may take place at a later date to address the issue.